Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years and 4 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned for evaluation, therefore, the subject device cannot be assessed for any deficiency. The device history record (DHR) review is still in progress. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information or the sample device is received. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: based on the patient's medical records, this device was explanted due to prosthetic mitral valve stenosis. The patient also presented with congestive heart failure and pulmonary hypertension. He recently had stenting to the left anterior descending (lad) artery, and was noted to have critical prosthetic mitral valve stenosis with pulmonary artery pressures in the mid 80s. Upon removal of the device, the valve was noted to have sclerotic leaflets. The device was replaced with a new edwards prosthetic valve. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be confirmed. No further actions are possible with the available information.